Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the black pusher thumb piece could be moved but it got stuck and stopped moving during firing. There was no patient injury.